Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds). The balloon was tightly folded. There was blood in the wire lumen. The tip was damaged. The balloon was tightly folded. There were several stent struts on the distal end that were stretched and bent. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 02-may-2018. A 16 x 4.50mm rebel stent was received with no reported issues. However, returned device analysis revealed distal stent damage.